Event description:
The user facility reported that they experienced uv lamp alarms on the system 1e processor which caused processor cycles to abort; patient procedures were delayed but completed the same day.

Manufacturer narrative:
A steris service technician inspected the unit and identified that the cartridge on the facility's carbon filter required replacement. The technician changed the carbon filter cartridge, cleaned the uv light sleeve, tested the unit and returned it to service. No further issues have been reported.